Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42532006102 - tibia cemented 5 degree stemmed right size b - 63846661. 42502005802 - femur cemented cruciate retaining (cr) narrow right size 5 - 63423714. 42540200029 - all-poly patella cemented 29 mm diameter - 64545069. Foreign country: (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial total knee arthroplasty. Subsequently, the patient had a revision due to a posterior dislocation of the articular surface approximately 16 months later. The dislocation occurred laterally when the patient extended because the lateral posterior part on the surface was deformed and worn. The patient's posterior cruciate ligament properly functioned. At the revision, the surface was replaced with a 14mm surface. Attempts have been made and no further information has been provided.